Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the event ¿no image¿ occurred due to communication failure caused by cable failure. The probable cause for cable failure was due to cable kink. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there were times when the image was not displayed. Suspected disconnection at the insertion part is reproduced due to cable image defect. Additional findings are as follows: cable twist, and connector part electrical contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head image was not displayed. The issue occurred at the start of an endoscopic nasal and sinus surgery, when connecting the camera head. The procedure was completed using a similar device. There were no reports of patient harm.